Event description:
The manufacturer received information alleging a ventilator was alarming for low pressure. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the inlet air path foam had become loose and was blocking the blower inlet. The device's inlet air path foam needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously receiving information alleging a ventilator was alarming for low pressure. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the inlet air path foam had become loose and was blocking the blower inlet. The device's inlet air path foam needs replaced to address the issue. The inlet air path assembly was returned to the manufacturer's product investigation laboratory for investigation and it was confirmed the foam in the area of the blower inlet had pulled away from the adhesive. There was no evidence of loose foam particulates. In the previous submitted report incorrect coding was provided. The coding is corrected on this report.